Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not booting. The philips field service engineer (fse) inspected the system onsite and found that the system was working normally. A review of system log files found no errors related to the bootup issue. Upon functional testing fse checked circuit insurance, communication lines, and power supply but no problems were found. After checking the device no failure was identified and the system was working with full functionality.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.